Manufacturer narrative:
(B)(4). The customer reported that the unit would not power up on ac power. The customer isolated the issue, and stated the cause was the ac power module. The customer swapped the defective ac power module with a working ac power module and stated the unit worked fine. As of (B)(6) 2011, there have been no further calls from his customer regarding this issue.

Event description:
The customer reported that the unit would not power up on ac power.